Event description:
Accumulation of condensation in flow sensor and co2 sensor with sw (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the devices failed to meet their specifications at the time of the event while the ventilators were in use. The root cause was determined to be the user unaware that the software downgrade changed the leading system. In consequence the quick setup of the now leading system was programmed according to the desired therapy settings. There was no patient or user harm reported.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the devices failed to meet their specifications at the time of the event while the ventilators were in use. The root cause was determined to be the user unaware that the software downgrade changed the leading system. In consequence the quick setup of the now leading system was programmed according to the desired therapy settings. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. This cases contains 5 devices in total. The serial numbers and UDI-pi of the remaining 4 devices are the following: (B)(4).

Event description:
Accumulation of condensation in flow sensor and co2 sensor with sw 1.1.5.